Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test and the displacement accuracy test. Blank display not confirmed. No audio anomalies or pump error 63 alarms noted during testing. Audio levels changed when adjusted. No pump error 63 alarms found in pump history file. Audio/vibrate anomaly/absence of alarm not confirmed. Pump error 63 not confirmed. P-cap/reservoir locked properly in place. Pump received with pillowing keypad overlay. Pump received with scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Blood glucose at the time of incident was 400 mg/dl. Customer declined to troubleshooting for hyperglycemia and stated that they already treated it. It was unknown if the customer was using auto mode or not. Customer also mentioned that the insulin pump had a audio issue and blank display as well. Customer stated that the display was not blank less than 30 seconds. Customer stated that display was blank currently. Customer stated that the contacts on the battery cap neither missing nor damaged. Display did return after insulin pump restart. The customer was assisted with troubleshooting for audio anomaly. Customer stated that they did not heard any alarms last night. Customer had high blood glucose because insulin pump turned off because battery was running out. Customer reported they did hear beeps when audio volume settings were saved. Customer reported they did not hear the differences between the two audio level 1 and 5. The insulin pump will be returned for analysis.